Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an as received condition. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product problem has caused tissue damage in the past and therefore is likely to cause or contribute serious injury if this event were to recur. With serious injury in the form of intervention we are filing this report as an adverse event with product problem.

Event description:
Description of the original complaint: "a 40 degree 3mm frontal finesse bur broke off in the patient (the broken part was removed from the patient). No patient impact." Relevant events and information obtained for the reported incident: just prior to the incident, the surgeon was doing endoscopic sinus surgery. While using the device in question, a portion of the bur became detached in the surgical site. Subsequent actions pertinent to this event: the facility states "the fragments were easily removed and there was a slight 5-10 minutes delay in surgery to remove them." The surgery proceeded as intended without any significant delay or additional procedures. There were no adverse patient consequences or sequela reported. No additional follow-up care was required as a result of this product problem. The product analysis showed that a portion of the bur became detached measuring approximately 5/8 inch long and corresponding to the first row of the spiral wrap. The piece consisted of the cutting tip and a portion of the spiral wrap. The support area at the end of the inner tube showed heavy gouging and corresponding damage in the outer tube support area indicating that excessive pressure had been applied during use. A second piece of the inner spiral wrap also became detached measuring approximately 1/2 inch long. All portions of the bur were received, indicating that there were no unretrieved device fragments. The length of the detached portions and damaged areas indicate that the inner and outer spiral wrap failed between the bend and the working tip. Dimensional inspection showed no interference between the inner and outer tube, eliminating this as a cause for the failure of the device. IFU statements include, but are not limited to: discontinue powered application in the event of lack of visualization of the surgical site. Always inspect the components before and after use for any damage. If damage is observed, do not use damaged part until it is replaced. Damaged parts may deposit metal shavings on surgical site. Excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Unremoved bur fragments may cause tissue damage to the patient.